Event description:
It was reported that the right ventricular [rv] lead had high rv coil impedance and a lead integrity alert [lia] was triggered. It was also reported that the patient has twidder's syndrome. The patient was recently diagnosed with breast cancer; thus, the device was programmed off and patient's physician is waiting for the mastectomy to heal before possibly replacing the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.